Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
A 72-year-old male patient was to receive hemodynamic support from an impella 5.5 smartassist heart pump as bridge to a durable lvad. Immediately after insertion of the impella device, an increased purge pressure and decreased purge flow has been noted. As this could have resulted in a pump stop, the decision has been made to exchange the impella 5.5 heart pump for a new one as a precaution. The patient suffered no harm from the incident.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the initial report was submitted. The device was returned, visually inspected, and tested. Data log analysis confirmed a gradual rise in purge pressure and fall in purge flow immediately after beginning support, which suggests biomaterial occluding the purge gap. The root cause of the high purge pressure could not be reproduced but was most likely due to biomaterial.